Event description:
During routine testing of the device at the service ctr, the service tech reported that the battery indicator light turned "red" within approximately 5 minutes when unplugged from ac. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.